Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the estimated remaining longevity decreased from 44% to 15% in approximately a one-year time period. At this time, there is no evidence that suggests data analysis has been performed to confirm the premature battery depletion (pbd) observation. The explant procedure was scheduled and no adverse patient effects were reported. The device remains in service.